Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as open bed sore beneath the vibration box on their back. The patient is bed confined and an unresponsive state the patient¿s nurses are providing wound care for the bed sore. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.